Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to vehicular accident. Customer was driving a four-wheeler and rolled over. The insulin pump does not work. The current blood glucose reading is 295 mg/dl. The insulin pump is unreadable. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump received with intermittent button due to flattened esc, act, up and down arrow buttons. The insulin pump received with peeling keypad overlay. The insulin pump received with scratched lcd window.